Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that mutliple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. Specific value is unknown but bg remained between 54-500mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer continued to use the pump for insulin therapy and will load a new cartridge if needed.there was no adverse impact to customer¿s blood glucose level.